Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The arm of the robot has failed to drive to the exact location of the planned trajectories and appears to be translated ~2mm off center and remaining parallel. Friday¿s case ((B)(6)) was puzzling, we began by achieving a very good registration (rms = 0.29) and subsequent verification. Surgeon began by placing the ground first, and chose to do an o-arm spin to verify it¿s location. After merging the spin, we measured the trajectory as being translated 2mm off center (though it appeared parallel to the decided trajectory). Our first thought was to create a trajectory from the fiducial and drive to that target to check registration. We did so and it was also ~2mm off and appeared to be parallel. We had not observed a change in fixation/position, so we thought it was possible that the pointer probe might not have been seated flush with the interface. We repeated registration sterilely and got an rms value of 0.22. We then drove to the fiducial trajectory again and were off ~2mm and in the same direction as before. What¿s interesting is that when the robot drove to a trajectory, the highlighted "live feed" trajectory line did not match up to the chosen trajectory on screen but the screen matched what we were seeing actually at the patient. We then put the robot in free/slow mode and put it directly on the fiducial and the screen again showed the pointer as placed perfectly in the fiducial, thus eliminating our concern that the merge had failed. We repeated this with a fiducial on the other side of the head, getting the same result. By this time, we had seen the ~2mm translation at 2 fiducials, 1 ground, and while using both of their instrument holders and their pointer probe. Dr. (B)(6) adjusted the plan to build in plenty of padding for a 2mm translation in any direction and we finished the rest of the case without incident. Now for the puzzling part (to me at least). On (B)(6) the company field service engineer performed an in-depth applicative test (even checking accuracy of the entry points and also verifying depth with a stereotactic ruler) and observed none of the translation we saw during the case. For a sanity check, he used his phantom immediately after the case, even using the same room and not unplugging/restarting the robot, and did not see this inaccuracy: rosa was driving the 3mm ball of the pointer exactly to the center of the 4mm hole in my phantom head: so far as he can tell the only differences are that the arm was no longer being draped, the phantom head provided less weight on the mayfield than a patient, and that his phantom head had only one CT verses 2-3 MRI and 2-3 CT scans. Very confusing¿but he am certain that our results during the case are not a result of user error at any step and that we have an urgent technical problem on our hands.

Manufacturer narrative:
A full analysis of the data logs has been performed. The data analysis did not permit to confirm the events described: the live navigation yellow line issue; the statement of the 2mm of translation after automatic move. The applicative tests with marker registration performed and notably, the one performed after the case, show that the device is conform. Other cases were performed after this case without issue reported. Additional information was required - as well as a post-operative CT - to clarify the issues/descriptions but nothing relevant was provided. There is not enough relevant information to confirm the issue. Analysis showed that event is non-verifiable. Multiple errors were found in the registration workflow: use errors: the fusion between CT and MRI pre-operative was not adjusted after the automatic merge; the markers of registration were almost all defined on the same plane; the verification step was not properly performed, therefore the registration accuracy cannot be confirmed. Other: a known software anomaly occurred with no impact on surgery.

Event description:
The arm of the robot has failed to drive to the exact location of the planned trajectories and appears to be translated ~2mm off center and remaining parallel. Friday¿s case (B)(6) was puzzling, we began by achieving a very good registration (rms = 0.29) and subsequent verification. Surgeon began by placing the ground first, and chose to do an o-arm spin to verify it¿s location. After merging the spin, we measured the trajectory as being translated 2mm off center (though it appeared parallel to the decided trajectory). Our first thought was to create a trajectory from the fiducial and drive to that target to check registration. We did so and it was also ~2mm off and appeared to be parallel. We had not observed a change in fixation/position, so we thought it was possible that the pointer probe might not have been seated flush with the interface. We repeated registration sterilely and got an rms value of 0.22. We then drove to the fiducial trajectory again and were off ~2mm and in the same direction as before. What¿s interesting is that when the robot drove to a trajectory, the highlighted 'live feed' trajectory line did not match up to the chosen trajectory on screen but the screen matched what we were seeing actually at the patient. We then put the robot in free/slow mode and put it directly on the fiducial and the screen again showed the pointer as placed perfectly in the fiducial, thus eliminating our concern that the merge had failed. We repeated this with a fiducial on the other side of the head, getting the same result. By this time, we had seen the ~2mm translation at 2 fiducials, 1 ground, and while using both of their instrument holders and their pointer probe. Dr. Raskin adjusted the plan to build in plenty of padding for a 2mm translation in any direction and we finished the rest of the case without incident. Now for the puzzling part (to me at least). On (B)(6) the company fieid service engineer performed an in-depth applicative test (even checking accuracy of the entry points and also verifying depth with a stereotactic ruler) and observed none of the translation we saw during the case. For a sanity check, he used his phantom immediately after the case, even using the same room and not unplugging/restarting the robot, and did not see this inaccuracy. Rosa was driving the 3mm ball of the pointer exactly to the center of the 4mm hole in my phantom head. So far as he can tell the only differences are that the arm was no longer being draped, the phantom head provided less weight on the mayfield than a patient, and that his phantom head had only one CT verses 2-3 MRI and 2-3 CT scans. Very confusing¿but he am certain that our results during the case are not a result of user error at any step and that we have an urgent technical problem on our hands.